Event description:
It was reported that a monofocal intraocular lens (iol) was fully inserted into the patient's right eye and removed as the haptic popped off/detached while in the eye. It was noted that the haptic did not separate in two pieces. The procedure was completed using a different lens. It was stated that the issue was not due to use error and that the cartridge tip was not damaged. The patient did not sustain any injury, and no surgical or medical interventions, such as incision enlargement or the administration of medications, were necessary. The patient is doing fine. The product will not be returned as it was discarded. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to may 22, 2025. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.